Event description:
This pt was included in the retrospetive study. Approximately three mos post procedure the pt returned to the cath lab where angiograpgy revealed in-stent restenosis. At index, the pt was taken to the cardiac cath lab where angiography revealed three-vessel disease. The lesion had a diameter of 10mm and a length of 12mm. The pre-procedure target lesion stenosis was 89%. A 4.0 x 13mm bx velocity stent was placed in the right posterior descending artery saphenous vein graft. It is unk if the product was a rapid exchange or over-the-wire device. The lesion was post dilated with a 4.0 x 12mm balloon at 6atms. Residual stenosis was repeorted to be 15%. Intra-procedure medications included gpiibiia, heaprin and nitroglycerine. Post-procedure medications included plavix.